Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
A channel locked, wont go into maintenance- (B)(4). Customer stated channel a locked was confirmed due to a broken ail sensor, also found broken ail sensors on channel b and c. Replaced them 3 new ail sensors on channel a, b, and c. Broken keypad button, replaced it a new case assembly. The nicad and lithium batteries were low capacity to hold charge. Replaced them with new batteries. (B)(4).

Manufacturer narrative:
A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was involved in a production failure which correlates to the customer reported issue. A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(6).